Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh 750 hematology analyzer was leaking clenz upon start up of the instrument. The customer indicated the leak appeared to be coming from the secondary probe wash. The customer was wearing ppe at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed, but is readily available, and the customer has an exposure control plan at the facility. There was no death, injury or change to patient treatment attributed or connected to this complaint.

Manufacturer narrative:
Service was performed on (B)(6) 2011. The field service engineer (fse) found a small pinhole leak in tubing through vl9b. The fse indicated that the volume of the leak was very small, a few milliliters. The tubing routed through vl9b is a part of the sample aspiration path and is located in the left front section of the instrument's diluter module. This tubing segment, which is far upstream of the sample, is primed with isoton during normal cycling and clenz during shutdown. The fse replaced the tubing and verified the repairs per established procedures. The results met published performance specifications. System validation was documented in the customers qc record. Root cause for the leak was a small pinhole in the tubing through vl9b. (B)(4).